Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. The event is not a reportable event (severity 5 in risk assessment). The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in maintenance. The root cause was determined to be a defective paux sensor on the sensor board 2.in consequence (correction) msp sensor board 2 with part number 10089445 was replaced. There was no patient or user harm.

Event description:
Dear (B)(6), a customer had a problem with a sensor board p.n. 10089445, s.n. (B)(6) impossible to calibrate paux. We replaced the part and it solved the problem. We will send you the test report in the future. Barzilai sc2201945, (B)(6) ofman bepex ltd.